Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the left joint was explanted.

Manufacturer narrative:
Additional information: d4, d6a, d6a, h4, h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event could be confirmed based on the identification of the infection organism (staphylococcus aureus, epidermidis, and auricularis). Symptoms appearing six months post-surgery and leading to implant removal, though the implants appeared stable and undamaged. Stryker¿s medical expert concluded that the infection was not caused by the device itself (see communication log), noting that such infections are typically due to normal skin bacteria forming biofilms on implanted materials. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.